Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is possible that reprocessing steps were not fully performed at the user facility due to the discovered leak. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: cracks, chips and dents found throughout the device, low angulation, objective lens has peeled adhesive, air/water supply weak due to the clogged nozzle, and scope connector leak. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope when button pressed it just spits water during a colonoscopy procedure. The procedure was prolonged for five minutes and had no adverse effect on the patient. The procedure was completed using the same device. During inspection and evaluation, the nozzle clogged with a foreign object. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.